Manufacturer narrative:
No complaint was received with return of the lead. Failure event was observed during analysis. Final analysis found the complete lead was returned in two pieces. The connector portion measured 14.0 cm and the distal portion measured 46.4 cm. Surface abrasion was noted on all connector boots and connector legs on the connector portion. Internal insulation abrasion was noted at 8.2 cm to 10.1 cm and 26.0 to 27.1 cm from the distal tip. The internal insulation abrasion breached the right ventricular cable lumen. External insulation abrasion was noted at 15.3 cm to 15.6 cm from the distal tip. The insulation abrasion at this location breached the ring electrode and right ventricular cable lumen and the damage appeared consistent friction to the device can or feature of the heart. External insulation abrasion was also noted at 40.1 to 40.7 cm from the distal tip. The insulation abrasion at this location breached the right ventricular cable lumen the abrasion appeared consistent with friction to the device can. No damage was observed on the etfe cable coating on any of the abraded locations.

Event description:
This report is to advise of an event observed during analysis.